Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported patient desired to have the system explanted due to lack of significant pain relief. Patient did have x-rays to confirm lead placement and was also reprogrammed several times. No further information was provided. No further complications were reported/anticipated.